Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 561 mg/dl. Elevated bg was addressed by correction insulin injection using multiple daily injections, did not require third-party assistance, and worked with technical support to reset pump using provided instructions. Malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm occurred again.